Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys he4 assay (he4) on a cobas 6000 e601 module. The initial result was 201 pmol/l. The sample was repeated twice, with results of 37.09 pmol/l and 36.1 pmol/l. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.